Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), uterine perforation ("perforation (uterus)"), device dislocation ("malposition of essure device (device was crooked)"), genital haemorrhage ("abnormal bleeding (general)") and pulmonary embolism ("other injury(ies) or complication(s) (blood clot on my lung)") in a (B)(6)-year-old female patient who had essure (batch no. 959210) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 1990,(B)(6) 2001, (B)(6) 2003), iron deficiency anemia, depression, allergic rhinitis, fatty liver, hives, recurrent urinary tract infection, pulmonary embolism in 2010, headache, gerd and polypectomy. Concurrent conditions included body mass index normal and fibroma. Concomitant products included ibuprofen since 2012 for pain as well as gabapentin since 2012. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("gastrointestinal or digestive system condition (swelling/ bloating)"), mental disorder ("psychological or psychiatric problems (excessive anger and emotions)") and rash generalised ("rashes or skin conditions (body rashes)"). On an unknown date, the patient experienced pulmonary embolism (seriousness criterion medically significant), pelvic pain ("physical pain/ pain/ severe and persistent pelvic pain/ she mild pelvic region pain due to fibroids, but after essure the pain became severe and persistent"), device expulsion ("migration of essure device (uterus)"), hypersensitivity ("allergic or hypersensitivity reaction (allergies)"), fatigue ("fatigue"), alopecia ("hair loss"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), skin swelling ("rashes or skin conditions (swelling)"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems (eye sight blurry)"), weight increased ("weight gain"), burning sensation ("burning sensation all over my body") and complication of device removal ("complications from your essure removal procedure"). The patient was treated with omeprazole, duloxetine hydrochloride (cymbalta), salbutamol sulfate (ventolin hfa), hydroxyzine, levocetirizine, and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, genital haemorrhage, pulmonary embolism, pelvic pain, device expulsion, vaginal haemorrhage, menorrhagia, hypersensitivity, dysmenorrhoea, dyspareunia, fatigue, abdominal distension, alopecia, cystitis, urinary tract infection, vaginal infection, migraine, headache, nausea, mental disorder, rash generalised, skin swelling, vaginal discharge, vision blurred, weight increased, burning sensation and complication of device removal had resolved. The reporter considered abdominal distension, alopecia, burning sensation, complication of device removal, cystitis, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, mental disorder, migraine, nausea, pelvic pain, pulmonary embolism, rash generalised, skin swelling, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: patient reported start date of the events "pulmonary embolism, fatigue, alopecia, cystitis, migraine and headache" as approx. 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Current weight was (B)(6) lbs. Concerning the injuries reported in this case, the following ones were described in patient's medical records: pelvic pain, mental disorder. Most recent follow-up information incorporated above includes: on 1-feb-2018: pmf received: reporters added; patient demographics updated, historical conditions, concomitant conditions, concomitant drugs and treatment drugs were added. Suspect drug indication and lot number provided, insertion date updated, removal date provided. New events added (abdominal distension, alopecia, burning sensation, complication of device removal, cystitis, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, mental disorder, migraine, nausea, pulmonary embolism, rash generalised, swelling, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased), event pain updated to pelvic pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), uterine perforation ("perforation (uterus)/migration of essure device location of device uterus"), device dislocation ("malposition of essure device (device was crooked)"), endometritis ("chronic endometritis"), genital haemorrhage ("abnormal bleeding (general)") and pulmonary embolism ("other injury(ies) or complication(s) (blood clot on my lung)") in a 43-year-old female patient who had essure (batch no. 959210) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test" and device physical property issue "device was crooked". The patient's medical history included multigravida, parity 3 ((B)(6) 1990, (B)(6) 2001, (B)(6) 2003), iron deficiency anemia, depression, allergic rhinitis, fatty liver, hives, recurrent urinary tract infection, pulmonary embolism in 2010, headache, gerd and polypectomy. Concurrent conditions included body mass index normal, fibroma, urinary frequency, dysfunctional uterine bleeding, endometritis, pelvic pain, acne, pain, depression, anxiety, nausea, vomiting and dysmenorrhea. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control, ibuprofen since 2012 for pain as well as gabapentin since 2012. In 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal distension ("gastrointestinal or digestive system condition (swelling/ bloating)"), mental disorder ("psychological or psychiatric problems (excessive anger and emotions)/ mental issues") and rash generalised ("rashes or skin conditions (body rashes)"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced anger ("psychological or psychiatric problems excessive anger") and emotional disorder ("psychological or psychiatric problems-emotions"). In 2013, the patient experienced fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and vision blurred ("vision/eye problems (eye sight blurry)/blurry eyesight") and was found to have weight increased ("weight gain/loss specify which one: weight gain"). In (B)(6) 2013, the patient experienced pelvic pain ("physical pain/ pain/ severe and persistent pelvic pain/ she mild pelvic region pain due to fibroids, but after essure the pain became severe and persistent") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), pulmonary embolism (seriousness criterion medically significant), device expulsion ("migration of essure device (uterus)"), hypersensitivity ("allergic or hypersensitivity reaction (allergies)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("infection (bladder/urinary tract/vaginal)vaginal infection"), skin swelling ("rashes or skin conditions (swelling)"), burning sensation ("burning sensation all over my body"), complication of device removal ("complications from your essure removal procedure"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder"). The patient was treated with duloxetine hydrochloride (cymbalta), hydroxyzine, levocetirizine, omeprazole, salbutamol sulfate (ventolin hfa) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, genital haemorrhage, pulmonary embolism, pelvic pain, device expulsion, vaginal haemorrhage, menorrhagia, hypersensitivity, dysmenorrhoea, dyspareunia, fatigue, abdominal distension, alopecia, cystitis, urinary tract infection, vaginal infection, migraine, headache, nausea, mental disorder, rash generalised, skin swelling, vaginal discharge, vision blurred, weight increased, burning sensation and complication of device removal had resolved and the endometritis, bladder disorder, urinary tract disorder, anger and emotional disorder outcome was unknown. The reporter considered abdominal distension, alopecia, anger, bladder disorder, burning sensation, complication of device removal, cystitis, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, emotional disorder, endometritis, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, mental disorder, migraine, nausea, pelvic pain, pulmonary embolism, rash generalised, skin swelling, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: patient reported start date of the events "pulmonary embolism, fatigue, alopecia, cystitis, migraine and headache" as approx. 2011. Essure coil was then readily noted. This was extracted using laparoscopic graspers. Essure coil was then taken out. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Current weight was 140 lbs. Concerning the injuries reported in this case, the following ones were described in patient's medical records: pelvic pain, mental disorder and menorrhagia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2018: pfs received : following events were added - device was crooked, excessive anger, psychological or psychiatric problems-emotions, chronic endometritis event was added from mr. Concomitant conditions and products added. Medical history added. Reporter information added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), uterine perforation ("perforation (uterus)"), device dislocation ("malposition of essure device (device was crooked)"), genital haemorrhage ("abnormal bleeding (general)") and pulmonary embolism ("other injury(ies) or complication(s) (blood clot on my lung)") in a 43-year-old female patient who had essure (batch no. 959210) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "pateint did not underwent essure confirmation test". The patient's past medical history included multigravida, parity 3(B)(6)1990, (B)(6)2001, (B)(6)-2003), iron deficiency anemia, depression, allergic rhinitis, fatty liver, hives, recurrent urinary tract infection, pulmonary embolism in 2010, headache, gerd and polypectomy. Concurrent conditions included body mass index normal, fibroma and urinary frequency. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control, ibuprofen since 2012 for pain as well as gabapentin since 2012. In 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("gastrointestinal or digestive system condition (swelling/ bloating)"), mental disorder ("psychological or psychiatric problems (excessive anger and emotions)/ mental issues") and rash generalised ("rashes or skin conditions (body rashes)"). On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced pulmonary embolism (seriousness criterion medically significant), pelvic pain ("physical pain/ pain/ severe and persistent pelvic pain/ she mild pelvic region pain due to fibroids, but after essure the pain became severe and persistent"), device expulsion ("migration of essure device (uterus)"), hypersensitivity ("allergic or hypersensitivity reaction (allergies)"), fatigue ("fatigue"), alopecia ("hair loss"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), skin swelling ("rashes or skin conditions (swelling)"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems (eye sight blurry)"), weight increased ("weight gain"), burning sensation ("burning sensation all over my body"), complication of device removal ("complications from your essure removal procedure"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder"). The patient was treated with omeprazole, duloxetine hydrochloride (cymbalta), salbutamol sulfate (ventolin hfa), hydroxyzine, levocetirizine, surgery (bilateral salpingectomy), surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6)2014. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, genital haemorrhage, pulmonary embolism, pelvic pain, device expulsion, vaginal haemorrhage, menorrhagia, hypersensitivity, dysmenorrhoea, dyspareunia, fatigue, abdominal distension, alopecia, cystitis, urinary tract infection, vaginal infection, migraine, headache, nausea, mental disorder, rash generalised, skin swelling, vaginal discharge, vision blurred, weight increased, burning sensation and complication of device removal had resolved and the bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal distension, alopecia, bladder disorder, burning sensation, complication of device removal, cystitis, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, mental disorder, migraine, nausea, pelvic pain, pulmonary embolism, rash generalised, skin swelling, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: patient reported start date of the events "pulmonary embolism, fatigue, alopecia, cystitis, migraine and headache" as approx. 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Current weight was 140 lbs. Concerning the injuries reported in this case, the following ones were described in patient's medical records: pelvic pain, mental disorder. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: new pfs received- new events added: bladder or urinary problems or changes, patient did not underwent essure confirmation test were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), uterine perforation ("perforation (uterus)"), device dislocation ("malposition of essure device (device was crooked)"), genital haemorrhage ("abnormal bleeding (general)") and pulmonary embolism ("other injury(ies) or complication(s) (blood clot on my lung)") in a 43-year-old female patient who had essure (batch no. 959210) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 1990, (B)(6) 2001, (B)(6) 2003), iron deficiency anemia, depression, allergic rhinitis, fatty liver, hives, recurrent urinary tract infection, pulmonary embolism in 2010, headache, gerd and polypectomy. Concurrent conditions included body mass index normal, fibroma and urinary frequency. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control, ibuprofen since 2012 for pain as well as gabapentin since 2012. In 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("gastrointestinal or digestive system condition (swelling/ bloating)"), mental disorder ("psychological or psychiatric problems (excessive anger and emotions)") and rash generalised ("rashes or skin conditions (body rashes)"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pulmonary embolism (seriousness criterion medically significant), pelvic pain ("physical pain/ pain/ severe and persistent pelvic pain/ she mild pelvic region pain due to fibroids, but after essure the pain became severe and persistent"), device expulsion ("migration of essure device (uterus)"), hypersensitivity ("allergic or hypersensitivity reaction (allergies)"), fatigue ("fatigue"), alopecia ("hair loss"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), skin swelling ("rashes or skin conditions (swelling)"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems (eye sight blurry)"), weight increased ("weight gain"), burning sensation ("burning sensation all over my body") and complication of device removal ("complications from your essure removal procedure"). The patient was treated with omeprazole, duloxetine hydrochloride (cymbalta), salbutamol sulfate (ventolin hfa), hydroxyzine, levocetirizine, surgery (bilateral salpingectomy), surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, genital haemorrhage, pulmonary embolism, pelvic pain, device expulsion, vaginal haemorrhage, menorrhagia, hypersensitivity, dysmenorrhoea, dyspareunia, fatigue, abdominal distension, alopecia, cystitis, urinary tract infection, vaginal infection, migraine, headache, nausea, mental disorder, rash generalised, skin swelling, vaginal discharge, vision blurred, weight increased, burning sensation and complication of device removal had resolved. The reporter considered abdominal distension, alopecia, burning sensation, complication of device removal, cystitis, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, mental disorder, migraine, nausea, pelvic pain, pulmonary embolism, rash generalised, skin swelling, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: patient reported start date of the events "pulmonary embolism, fatigue, alopecia, cystitis, migraine and headache" as approx. 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Current weight was 140 lbs. Concerning the injuries reported in this case, the following ones were described in patient's medical records: pelvic pain, mental disorder. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.